Event description:
Customer reports, an argyle uvc was inserted for arterial access on 10/12/1997 between 08:00 and 10:00. The baby's left foot turned white mid-afternoon. Warm compresses were used on the opposite foot to promote vasodilation and was successful. However the left foot turned white again around 24:00 on 10/13/1997. The catheter was removed. The baby's foot returned to normal. The pt was being treated for respiratory distress syndrome. The hosp suspects that arterial spasms or obstruction or thrombosis may have occurred.

Manufacturer narrative:
Reference MFR complaint # ar1997-10-27-220. One used sample was returned with a similar complaint from the same customer. No defects were noted. The lot history record was unremarkable with regard to the report. The problem of blanching/bluing of extremeties during the use of uvc's is well documented and is discussed in our labeling. Customer removed the catheter and the condition resolved itself. This is not a product problem, but is related to the size of the catheter relative to the baby's anatomy.